Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastroplasty procedure, the surgeon used a permanent clip and damaged the trocar. It tore the membrane, causing leakage. The surgeon continued the surgery, even with the air leak. There was no patient injury.